Event description:
It was reported the cable failed to provide pacing stimulus to pacemaker lead during a pacemaker implant despite using both sets of clips and testing with a different programmer. It was also reported the patient involved in the procedure was pacemaker dependent and pauses occurred. It is noted a competitor representative was using the cable with an adaptor to fit the competitor programmer. The cable was tried on a medtronic programmer with the same result. The cable was returned. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; pins 21 and 23 are bent in the analyzer plug. Analysis also found lots of blood on the cable at bio clean. Cable continuity tests ok. No intermittent connection found when cable is bent / manipulated. Connections were not shorting out between themselves. (B)(4).